Event description:
Caller stated she began to experience severe dry eye, constant eye redness, halos, glare, starburst, and floaters after lasik procedure. She went to 10 different drs to treat the adverse effects, but no success. Some treatments included prokera, xiidra, ilux, tear duct plugs, preservative free steroid. She is currently on restasis and autologous serum.